Manufacturer narrative:
H10: additional manufacturer narrative: updated: b3, g3, g6, h2, h6.

Manufacturer narrative:
Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The root cause of this event cannot be conclusively determined with the available information. However, the endocarditis in this case was most likely impacted by the patient's comorbidities underlying conditions. Per (B)(4), the subject device was not requested to be returned for evaluation as the patient was positive for endocarditis. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 29mm 11500a pericardial aortic valve underwent a redo valve replacement procedure after an implant duration of two (2) months, 18 days due to vegetation. The patient was positive for high grade mrse bacteremia with prosthetic aortic valve endocarditis. The explanted valve was replaced with a 25mm 11500a pericardial valve. The valve appeared well-seated with good leaflet mobility and no evidence of pvl. The patient tolerated the procedure well and was returned to the cardiac surgery ICU in good condition. Per the medical records: the patient presented two months after surgery with a stroke due to septic emboli, persistent pfo, aortic valve vegetation, and aki. Post redo avr, the valve appeared well seated with good leaflet mobility and no evidence of pvl.